Event description:
It was additionally reported that the patient had an esophagogastroduodenoscopy (egd) and colonoscopy done to diagnose a gi bleed. It was treated by holding anticoagulation and antiplatelets. The patient was given a transfusion of packed red blood cells (prbc) to replenish and maintain hemoglobin greater than 8.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient first had gastrointestinal (gi) bleeding on (B)(6) 2020 after left ventricular assist device (lvad) implant. Multiple attempts were made to trial anticoagulation but each time it was started the patient would experience gi bleeding.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.